Event description:
While wearing the external equipment, the pt reportedly experienced sound perception problems. In october, 2006, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. The decision was made to explant the device. Surgery to explant the pt's device has been scheduled.